Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms, even after infusion set and reservoir changes. Customer administered a bolus and blood glucose elevated to 435 mg/dl. And still received a no delivery alarm. Customer disconnected from insulin pump and treated with manual injection. Customer changed infusion set again and declined troubleshooting.